Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported during a procedure, when the lead was removed from the packaging, the surgeon noticed that the lead was not fully insulated. The lead was bare, without insulation a full inch from the bottom of the twist lock cable. The lead was not implanted and was replaced by another lead. No diagnostics occurred and the lead was going to be returned for evaluation. The issue was resolved at the time of report. No symptoms were noted and no surgical intervention occurred.

Manufacturer narrative:
Analysis determined the stim lead ((B)(4)) insulation was broken and torn under connector #0 and outer insulation was pulled away 4.3 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.